Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on screen board. Unite power up properly after battery installation. Unite received with operating current within specs. No unexpected low battery alarm were noted. Unite passed displacement test, self-test, off no power test and all operating current test. Cracked reservoir window corner noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, scratches on the screen and cracks around the reservoir compartment, and esc button was hard to press, customer declined troubleshooting. Insulin pump is not expected to return for analysis.